Event description:
The patient reportedly experienced sound quality issues and intermittency followed by loss of lock. External equipment was exchanged and programming adjustments were attempted however this did not resolved the issue. Surgery to explant the patients device will be scheduled.